Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the pump moved due to weight loss. Action/intervention: the pump was revised. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient weight and medical history were unknown. The patient was alive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had to have their pump replaced because they had lost a lot of weight, and the pump was flipping. The patient stated that this had been going on for about the last 6 months but also stated they did not remember. The patient stated that the weight loss was due to eye cancer. The patient then stated that they were on oxygen and had a stroke and were in a coma and they were trying to get clearance from their heart and pulmonary doctor before they could do the surgery to replace the pump. The patient also stated that due to the cancer in their eyes and having been in a coma for a long time they did not remember things or dates so well.